Manufacturer narrative:
The customer indicated the use of a non-qualified handpiece. The root cause may be related to a failure to follow the (directions for use) dfu. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens shot out of the injector and ruptured the capsule. The surgeon was able to keep the original lens in the bag and complete the surgery. Additional information was requested.